Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported they do not think the device is working. Patient states going to the ER on (B)(6) because they were in so much pain (unrelated) and they turned off the device off for a MRI and turned it back on but patient is peeing every 2 hours. Patient wanting to check to see if therapy was on. Patient did not know how to use the equipment. Patient did not know how to power on handset. Patient will call back when someone is there to help. The call was disconnected. Pss tried to call patient back twice but it did not even go to vm.